Manufacturer narrative:
As reported in a research article, pannus formation a rare culprit of early bioprosthetic valve dysfunction. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was under case specific circumstance as device was permanent pacemaker implantation and device was surgically removed. The reported heart block, dyspnea, pulmonary edema, stenosis were cascade events of incomplete coaptation and pannus formation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pannus formation: a rare culprit of early bioprosthetic valve dysfunction - a case report.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pannus formation: a rare culprit of early bioprosthetic valve dysfunction - a case report.

Event description:
The article, "pannus formation: a rare culprit of early bioprosthetic valve dysfunction - a case report", was reviewed. The article presented a case study of an 84-year-old male patient with a history of hypertension and hyperuricemia. It was reported that on an unknown date, a 19mm epic valve was implanted. Transthoracic echocardiography (tte) 2-years post-procedure indicated progressive bioprosthetic valve dysfunction, with a peak velocity of 4.7 m/s and a mean pressure gradient of 54 mmhg. A decision was made to prescribe the patient with oral frusemide 40 mg daily and oral spironolactone 50 mg daily. It was then reported 3 years post-procedure, the patient presented with progressive exertional dyspnea and required readmission. A chest radiograph revealed bilateral pulmonary congestion. Tte revealed a decreased left ventricular ejection fraction and contrast-enhanced computed tomography (CT) revealed hypertrophic tissue overhanging the aortic valve, suggesting pannus formation. A decision was made to perform redo-surgical aortic valve replacement. During surgical exploration, it was noted all three epic leaflets were covered with organized fibrin clots. Subsequent removal of the prosthetic valve revealed pannus formation and growth over the valve leaflets on the inflow surface, which restricted leaflet mobility. The pannus consisted of fibrous tissue with chronic inflammation and calcification; no acute inflammation was observed. The 19mm epic valve was successfully explanted and replaced with a 19mm inspiris reselia (edwards lifesciences). The patient's post-operative course was complicated by complete atrioventricular block that subsequently required a permanent pacemaker implant. The patient was eventually discharged home following the stay at a rehabilitation hospital. [The primary author was sho takemoto, center for transplantation sciences, department of surgery, massachusetts general hospital/harvard medical school, 13th street, building 149, boston, ma 02129, USA. The corresponding author was akira shiose, department of cardiovascular surgery, kyushu university hospital, 3-1-1 maidashi, higashi-ku, fukuoka 812-8582, japan, with corresponding email: shiose.akira.799@m.kyushu-u.ac.jp].